Event description:
Two carers had taken the pt into the bathroom to stand him in order to change his incontinence pad. This was normal procedure and the hoist was used correctly. On first standing the pt was not holding onto the hoist but was jabbing with his right fist as he is a ex-boxer (this is normal behaviour). The pt brought down his fist onto the parachute clip which was not quite closed and sustained a gash to his hand which required 4 stitches. One person involved.